Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event: during infusion rate changed automatically without any interaction by clinician; believes pump was in continuous mode during this time. "Paclitaxel rate 150mg/dl volume 30 rate verified by 2 rns within minutes rate increased to 500ml/hr immediately turned machine off. No patient injury. Occurred in outpatient clinic. Checked in biomed - ran without rate changing - rate displayed was 180ml.